Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit shut down upon being disconnected from wall for transport. The fse was initially unable to replicate user complaint, but after running a battery runtime test, the unit failed at 75 minutes. The fse replaced batteries as a pair. Unit then passed all functional and safety tests and was handed back to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shut down users swapped out to continue treatment without issue. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields. Corrected fields: h6(medical device problem code, component code) in the initial emdr "date received by mfg" was incorrect, the correct "date received by mfg" is 22-jan-2024.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.